Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the reservoir was leaking when the customer was filling it. Troubleshooting was performed and the transfer guard leaked while filling the reservoir. The reservoir was not used. The customer also had issues with the serter. Customer's blood glucose level was 274 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.